Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the rep opened the box, the inner plastic sterile shell was damaged. Another implant was used to complete the surgery. This was found outside of the operating room. The was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that both the inner and outer sterile cavities are cracked and sterility was compromised. The carton box was opened on the wrong end, as evidenced by the intact tamper-proof label, but it does not exhibit any damage except for the partially torn shrink-wrap. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential transit age of the device (over 7.5 years). The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.